Event description:
After positioning of a stent, it was decided to re-cross the first stent with a second one. During the re-crossing, the second stent became dislodged. The stent was retrieved with the stent delivery system.